Manufacturer narrative:
This report is being filed on an international product, axsym toxo igg, list 9k08, that has a similar us product distributed in the us, axsym toxo igg, list 3b22. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation results - device/samples not returned. Retained kit testing met all specifications. No returns were received for this investigation. The complaint was investigated under complaint number (B)(4), and the results are as follows: axsym toxo igg reagents list number 9k08-20, lot number 68772hn00 were tested with three replicates of each axsym toxo igg control and 3 replicates of a panel which is used for determination of the assay specificity of the reagent. The calibrator and control values were within the instrument specifications/ package insert specifications. The values obtained for the panel were within the manufacturing specifications. No specificity issue was identified. Unfortunately we did not receive any returns from the customer site, so the cause of the observation remains unclear. Although no interference with epstein barr virus was observed during assay development, it can not be ruled out that this infection interferes with the axsym toxo igg assay. As part of a further investigation the investigation team have reviewed the complaint and manufacturing records for axsym toxo igg reagent, list number 9k08-20, lot number 68772hn00 (and any associated sub-lots). This review did not identify any problems relating to the customer observation. Based on this investigation, it is determined that axsym toxo igg reagent, list number 9k08-20, lot number 68772hn01 identified in this complaint, is performing acceptably. As with other immunological assays false positive results may occur to a certain extent. Information regarding the performance characteristics of this assay is stated in the package insert. This is a final report.

Event description:
The account generated a false positive axsym toxo igg result on a patient who is a carrier for epstein barr virus. The account stated in 2009, the patient was known to be toxo igg negative. At about 11 days later, the patient tested axsym toxo igg repeatedly positive. The original specimen was retrieved from storage and tested architect toxo igg negative. Both specimens were sent to a reference laboratory. Both specimens generated dye test method negative results. Additionally at the reference laboratory, one specimen was tested on the axsym which generated axsym toxo igg positive results. Css discussed the axsym toxo igg package insert information regarding epstein barr virus. The account agreed that the false positive axsym toxo igg result was due to the epstein barr virus. The false positive axsym toxo igg result was not reported outside of the laboratory. No impact to patient management was reported.